Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects "late postoperative complications can include: 3) loosening or migration due to malalignment of the components or loss of fixation."

Event description:
It was reported that patient underwent total left hip arthroplasty on (B)(6) 2012. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2010 due to pain and loosening. The operative notes confirm that the tri-flange acetabular component was removed and replaced.